Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In july 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infections"), migraine ("migraines / headaches"), headache ("migraines / headaches") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal discharge, urinary tract disorder, bladder disorder, mood swings, fatigue, urinary tract infection, migraine, headache and weight increased outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, headache, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in october 2011: both tubes were blocked most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporter details added. Plaintiff demography added. Product indication added and removal date updated. Lab data added. Event added as bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, hormonal changes describe: mood swings, infection (bladder/ urinary tract/vaginal) type: urinary infections, migraines / headaches, vaginal discharge, weight gain / loss specify which one: weight gain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, drug hypersensitivity and endometriosis of uterus. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infections") and abdominal pain ("abdominal pain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), headache ("migraines / headaches") and weight increased ("weight gain / loss specify which one: weight gain/ gained around 40 lbs"). In (B)(6)2016, the patient experienced fatigue ("fatigue,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and fatigue was resolving, the dysmenorrhoea, urinary tract infection, migraine and headache had resolved and the vaginal discharge, urinary tract disorder, bladder disorder, mood swings, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, headache, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on 16-nov-2011: total bilateral occlusion ultrasound scan vagina - in october 2011: both tubes were blocked concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number was added. Event: abdominal pain was newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, drug hypersensitivity and endometriosis of uterus. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infections") and abdominal pain ("abdominal pain"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), headache ("migraines / headaches") and weight increased ("weight gain / loss specify which one: weight gain/ gained around 40 lbs"). In (B)(6) 2016, the patient experienced fatigue ("fatigue,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and fatigue was resolving, the dysmenorrhoea, urinary tract infection, migraine and headache had resolved and the vaginal discharge, urinary tract disorder, bladder disorder, mood swings, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, headache, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2011: both tubes were blocked. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.